Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: your t:slim x2 pump and dexcom g5 mobile transmitter wirelessly pair together using ble communication. This allows the pump and transmitter to communicate securely and only with each other. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient information was available. Reportedly, the customer's dexcom receiver was on when the issue occurred. The customer was instructed by tandem technical support to turn off the dexcom receiver and start a new continuous glucose monitor (cgm) session on the pump.